Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined.

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve, a pseudoaneurysm of the left groin was surgically treated. Due to bleeding during the pseudoaneurysm repair, 4 units packed cells were given. Five days post the pseudoaneurysm repair, the groin was explored due to infection. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.